Event description:
Caller reported potential false negative troponin I (tni) results on one lot of strips vs. Potential false positive tni results on the second lot tested. The caller was performing a lot to lot comparison study. Nine patient whole blood samples were randomly run side by side using two lots of sob on one meter. The customer's troponin I cut off is 0.05. Two patient samples gave negative results on one lot and positive on the other. Caller was fine with seven of the results because, they were either <0.05 or >0.05 on both device lots even though there is some differences in readings between the two lots. No patient information was provided.

Manufacturer narrative:
Investigation pending.